Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a burning sensation at the ins pocket site. The rep was on their way to meet the patient and had no further information at the time of the call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient's impedances in electro de 8-15 and was running programs utilizing those electrodes. Per technical services, that could cause burning in the ins pocket site. It was reported all programming utilizing electrode 8-15 were removed and new programs were created utilizing 0-7. Optimum programming achieved per patient. Issue has been resolved.